Event description:
The device was removed during the autopsy and returned for disposal. The cause of death was reported as not device related.

Manufacturer narrative:
The stimulator and extension were returned for analysis. The stimulator exhibited signs of a broken weld at the bond wire pad. The extension appeared to be cut (suspect explant damage); the distal end was not returned.